Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced stopper popping out / off of the tube. Verbiage received, - "we received the new lot of lithium heparin tubes. Unfortunately, we are still having the occasional issue with the top popping off while using the abbott dispensing tip for poct."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-19. H6: investigation summary: bd received 5 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for 'stopper pop off' with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'stopper pop off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced stopper popping out / off of the tube. Verbiage received, - "we received the new lot of lithium heparin tubes. Unfortunately, we are still having the occasional issue with the top popping off while using the abbott dispensing tip for poct."